Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h6 correction h6 due to entry error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b4; b5; d1; d2; d4; d10; g1; g3; g4; g6; h1; h2; h3; h4; h5; h6; h10. Corrections to d4, g4, and h4; clarification of events and products provided during the diligence process. H6: proposed annex g code, mechanical (g04), head. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed, and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent multiple shoulder revisions due to component impingement, including a revision approximately seven weeks post-implantation to exchange the polyethylene and tray. The patient first underwent an initial shoulder arthroplasty. Subsequently, the patient had a revision using a revision system for an unknown reason. A later revision initially attributed to stem loosening was corrected to component impingement, with the polyethylene impinging on the component throughout the range of motion. The patient later underwent another revision to revise the polyethylene and tray for an unknown reason. After a subsequent procedure in which the head component was implanted, the patient returned approximately seven weeks later for another revision to swap the polyethylene and tray. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031428, +3mm thickness 40mm diameter bearing; lot#: 66774378. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. The patient then underwent multiple revision surgeries. Subsequently, the patient underwent a firth revision surgery approximately four (4) months ago due to an unknown reason to revise the poly and tray. Attempt has been made to obtain additional information. No additional information has been received at this time.